Event description:
It was reported that, during a varix procedure, the clips would not hold after placing. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info was not provided by the affiliate. Info anticipated, but unavailable at this time.